Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving clonidine (600 mcg/ml at 90.18 mcg/day), bupivacaine (15 mg/ml at 2.2545 mg/day), and morphine (10 mg/ml at 1.503 mg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient did recently have an MRI. It had been just over 3 hours since the patient left the MRI. The pump had first been interrogated about 10 minutes earlier. The pump was interrogated again and showed that a motor stall recovery occurred at ¿3:03¿. The patient had no symptoms related to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.